Manufacturer narrative:
(B)(4). Guide cath: steerable guide catheter; implanted mitraclips (x2). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip was then advanced and placed to treat a lateral jet. The mr was reduced to grade 1+. After the second clip was deployed, it was noted that mr increased and a flail developed at the location that the first clip was implanted. It was thought that a single leaflet device attachment (slda) had occurred, with the clip detaching from the posterior leaflet and remaining attached to the anterior leaflet. A third clip was then implanted to stabilize the first clip; however, mr could not be reduced. The procedure ended with mr at grade 3-4. The patient is being evaluated for a surgical mitral valve procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported tissue damage appears to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.